Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller who stated they were going to have the patient come into the clinic as soon as possible for further evaluation. The sensitivity on the right ventricular (rv) channel was reprogrammed to prevent any further issues. The source of the reported clinical observations was not identified as no further testing has been performed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a review of the data from this patient's remote monitoring system identified oversensing on the right ventricular (rv) channel during an atrial arrhythmia which is causing ventricular fibrillation (vf) markers and pacing inhibition. The inhibition caused asystole of 2.25 seconds. Additionally, an inappropriate shock was delivered. The patient stated she had been feeling sluggish. According to the device clinic, the patient came into the emergency room and the plan was for her to get defibrillation threshold (dft) testing; however, that was not performed. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating that this system was still exhibiting oversensing and the caller was requesting a review of the data. Additionally, shock impedance measurements had increased slightly and were greater than 125 ohms in one configuration. A boston scientific technical services consultant discussed the clinical observations with the caller and the potential causes and troubleshooting. The caller stated that an x-ray was performed and the lead position looks fine. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received stating there was still rv oversensing of the patient¿s atrial fibrillation (af) which resulted in inappropriate anti-tachycardia pacing (atp). The caller stated they are trying to use the bi-ventricular trigger to increase bi-ventricular pacing; however, it is not pacing. A boston scientific technical services consultant informed the caller that with bi-ventricular trigger there is a maximum pacing rate so if the rv sensed events come in too fast the bi-ventricular trigger cannot pace. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.